Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09915. (B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction (mi). Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was located in the distal left circumflex (lcx) artery with 99% restenosis, timi flow 2 of bare metal stent (bms) and was 18mm long with a reference vessel diameter of 2.25mm. The lesion was treated with direct stent placement using a 2.25x20mm promus element¿ plus drug-eluting stent with 0% residual stenosis timi flow 3. Target lesion #2 was located in the mid left anterior descending (lad) artery with 99% restenosis, timi flow 2 of bms and was 14mm long with a reference vessel diameter of 2.25mm. The lesion was treated with direct stent placement using a 2.25x16mm promus element¿ plus drug-eluting stent with 0% residual stenosis timi flow 3. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, there was isr in lad. In (B)(6) 2016, the patient presented due to 3 to 4 weeks history of chest pain radiating to left arm and shoulder with associated shortness of breath. Electrocardiogram (EKG) revealed some possible t-wave inversions in leads 2 and 3 anteroseptal leads and therefore was admitted to cardiovascular unit (cvu). Coronary angiography was performed and revealed discrete 100% proximal lesion in lad, complex mid lesion and isr of previously deployed study stent in lcx. The significant stenosis in mid and distal portion of lcx was treated with deployment of 2.25 x 18mm and 2.0mm x 8mm non-bsc stents respectively. On the following day, the event was considered resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the mid-distal circumflex artery was a de novo lesion and not an in-stent restenosis as what was previously reported. It was also further reported that there was no in-stent restenosis of previously deployed study stents and the event is not device related.